Event description:
The patient stated, that while inserting a new insulin cartridge into her infusion device, the plunger became stuck on the piston rod and insulin leaked into the cartridge compartment. The patient was instructed on how to remove the plunger from the piston rod and how to properly clean the insulin from the cartridge compartment. No physiological effects were reported. The patient does have a backup infusion device and insulin injections if needed. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.